Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that a helium leak occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, there was no patient involvement. No adverse event was reported.

Manufacturer narrative:
The initial reporter named in block is a getinge employee whose contact details are: telephone number (B)(6), email address (B)(6); which differs from that of the event site. The fse evaluated the iabp unit and discovered it would burp out helium in small bursts. The fse later returned onsite to install a new helium regulator assembly. The fse completed calibration verification, functionality checks and safety checks. All tests passed to factory specifications. The iabp was returned to clinical use upon completion.

Event description:
During route maintenance of the cs300 intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), it was discovered that there was a small helium leak within the system. There was no patient involvement, thus no adverse event was reported.